Event description:
A surgeon reported following a glaucoma filtration device implantation, the shunt is touching the iris. The surgery was approx one year ago. There is no harm to the pt and the shunt remains in the eye.

Manufacturer narrative:
Eval summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned, the root cause cannot be determined and no actions are taken. The surgeon was unwilling to provide further info. (B)(4).